Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during op, the tip of the hd1000i fell off and broke. It was not reported how the procedure was completed. No patient consequence reported.

Manufacturer narrative:
(B)(4). Batch # t93p61. Investigation summary: the device was returned with the tissue pad damaged, melted, and 100% present. The blade was intact and not broken off as reported by the customer. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.